Manufacturer narrative:
One 7mmx25mm biorci ha screws was returned for evaluation. Visual assessment of screw confirmed the reported breakage. Approximately 5mm¿s of the distal threads have been broken off and were not returned. The screw has also cracked proximal to the break area. Dimensional assessment of the screws major diameter and wall thickness was measured and found to meet print specification. The condition of the screw indicates it was subjected to excessive force during insertion. A review of the clinical details did not mention a starter or tap being utilized prior to insertion of the screw.

Event description:
It was reported that during a crossed ligament reconstruction surgery, the screw of device broke inside the patient. The broken pieces were removed and a backup device was available to complete the procedure. No significant delay or patient injuries were reported.

Event description:
It was reported that during a procedure, the screw of device broken. Backup device was available. No significant delay was reported and no patient injuries were reported.